Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (caused damage) was due to procedural circumstances during leaflet grasping. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.na.

Event description:
This will be filed to report a device that caused damage. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. The first clip(B)(6) was deployed successfully. While performing grasping attempts with the second clip (B)(6), the second clip interacted with the first clip and the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The second clip was then implanted to stabilize the slda clip. Two additional clips were implanted for further mr reduction and the procedure was concluded with a resulting mr of grade 1-2. There was no clinically significant delay in the procedure and no additional information was provided.